Manufacturer narrative:
The returned IV set is being sent to the contract supplier for evaluation. The manufacturer will actively follow up on this investigation.

Event description:
The user reported that the tubing was leaking saline due to a manufacturing defect on the spike. No patient harm or injury was involved in this case.

Manufacturer narrative:
The user reported issue was confirmed. The IV set was evaluated by zyno medical and was found to have a defect on the spike. Details of the testing can be found in the report. A quality alert has been sent to the contract manufacturer on 04/13/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00052).